Manufacturer narrative:
(B)(4). Review of the submitted history data from the customer site for this one specific patient showed all separate samples consistently generating the same abnormal scatter and results from (B)(6) 2016. Based on this data, a sample-specific issue could not be eliminated as a possible cause for the reported incident. The submitted moving average program data showed the instrument may need field service attention for an optic bench check and standardization. An instrument-specific standardization issue could not be eliminated as another possible cause for the reported incident. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire operator's manual contains information to address the current customer issue. The evaluation concluded that the complaint incident was specific to cee-dyn sapphire serial number (B)(4), and one specific patient's samples containing interfering substances and conditions. A product issue was not identified for the cell-dyn sapphire analyzer, list number 08h00-01.

Event description:
The customer reports falsely elevated wbc counts generated for one patient sample tested on the cell-dyn sapphire analyzer. The customer states that one particular patient is known to have resistant red blood cells and is run in the resistant mode on the analyzer. The patient's wbc count is normally "<0.1 k/ul," which matches their manual smear review. On this particular sample, the analyzer did not flag resistant rbcs when run in the cbc mode and a wbc count of 5.37 k/ul was generated (which was also auto-validated by their lis) despite an abnormal scatterplot. The sample was retested three additional times in this mode with similar results. The discrepancy in the wbc count was later discovered when a smear review was performed and estimated the wbc count to be <0.1 k/ul. The sample was then tested on two other cell-dyn analyzers in the lab in the cbc mode and the sample was correctly flagged with "rstrbc" and " *invalid data." When followed up by running the sample in the resistant mode [l++] a wbc count of <0.1 k/ul was generated on all of the analyzers. All quality control parameters have remained within specifications.